Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3+ degenerative mitral regurgitation (mr) and bi-leaflet prolapse for a mitraclip procedure. Devices were prepped per instructions for use (IFU). The steerable guide catheter (sgc) was inserted across the transseptal puncture, and the dilator and guidewire were removed. The clip delivery system (cds) was inserted. Prior to straddling, after the clip was exiting the sgc, st elevation was observed and bradycardia. Medication was administered by the anesthesiologist to stabilize the patient. A loss of column was observed with the sgc. Aspiration was performed to regain column. It was then noted that the clip introducer stopcock was in the open position, and the stopcock was closed. After aspiration and closing the stopcock, the sgc was able to hold column. The patient was stabilized quickly and the device was successfully implanted. The procedure ended uneventfully. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All information was investigated, and the reported improper or incorrect procedure or method/user error is associated with the user inadvertently not closing the stopcock on the clip introducer (ci). The reported leak/splash appears to be due to the user error of not closing the stopcock after de-airing the ci. Bradycardia and non-specific EKG/ECG changes (st elevation) appear to be due to the user error of not closing the ci stopcock resulting in a leak. Bradycardia is a known possible complication associated with mitraclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.